Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the insertable cardiac monitor (icm) failed to sense and noise episodes were seen. The icm was noted used and was replaced. There were no reported patient consequences.

Manufacturer narrative:
The reported event of failure to sense was confirmed. The device was returned with a battery voltage below the elective replacement indicator level. Analysis was performed and it was revealed that the device failed to sense. The cause of the failure to sense was due to an anomalous diode on the hybrid. Also, a longevity assessment was performed, and it indicates that the device exceeded its total projected longevity. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.